Event description:
It was reported on (B)(6) 2014 the insulin pump display was scratched and customer was unable to see clearly. Customer's blood glucose was 250 mg/dl. Customer's father stated the customer had the device in his pocket while customer was playing basketball. Customer's father doesn't know exactly know what happened to the device. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump received with minor scratched display window. The device was received cracked case display window corner, cracked battery tube threads cracked reservoir tube lip, bleeding and cracked lcd glass.